Event description:
The maverick monorail 15/2.0 mm balloon was used to predilate the lesion after a cypher stent would not cross the lesion. The pt was asymptomatic during this event. The maverick monorail 15/2.0 mm balloon was removed and replaced with a maverick2 15/2.75 mm balloon inflated to 12 atms to successfully complete the lesion predilatation.

Event description:
During a ptca treatment procedure, the maverick monorail 15/2.0 mm balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous mid lad coronary artery. The physician used a bwm guidewire and a 6 fr zuma2 guide catheter to cross the lesion. The maverick monorail 15/2.0 mm balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'